Manufacturer narrative:
Details of the complaint: the customer reported that they noticed that 8 of their tiles that were monitoring telemetry went from monitoring patients to showing admit on the screen instead of patient vitals. They stated that this happened without warning and that they were showing the patients correctly earlier and then suddenly 8 of the patients just showed admit instead. Nka tech support walked them through checking the host table and they confirmed that the devices were on the network. They got the ip address of the org-9110a sn: (B)(6) 172.16.10.63. They then went into the monitor setting tab and tried re-monitoring tele 21, and they were successful but the device still showed as admit. They tried to re-admit the patient and were successful. They then tried re-admitting the 7 other tele packs and were successful. Nka tech support let the callers know that we will need the biomed to continue the investigation as to how these devices discharged sporadically. Investigation conclusion: device logs were analyzed by the manufacturer. The logs could not confirm the claim that all eight (8) org beds were discharged at the same time. Additional interpretation could not be made from these log entries. Service history for this customer site shows this is an isolated incident as of (B)(6) 2021. There is insufficient information provided to determine the root cause of the reported issue. The phenomenon could not be confirmed in the device logs and has not re-occurred. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver: model: org-9110a, sn: (B)(6) . Telemetry transmitter: model: ni, sn: ni.

Event description:
The monitoring techs reported that the central nurse's station (cns) called stating that they noticed that 8 of their telemetry patients went from being monitored on the cns to showing admit on the screen instead of patient vitals. They stated that this happened without warning and that they were showing the patients correctly earlier and then suddenly 8 of the patients just showed admit instead. Nihon kohden technical support (tech support) walked them through checking the host table, and they confirmed that the devices were on the network. They got the ip address of the org sn: (B)(6) 172.16.10.63. They then went into the monitor setting tab and tried re-monitoring tele 21, and they were successful, but the device still showed as admit. They tried to re-admit the patient and were successful. They then tried re-admitting the 7 other tele packs and were successful. Tech support let them know that, they will need the biomedical engineer (bme) to continue the investigation as to how these devices discharged sporadically. The biomed will need to collect the cns logs for qa to analyze. No patient harm was reported.

Manufacturer narrative:
The monitoring techs reported that the central nurse's station (cns) called stating that they noticed that 8 of their telemetry patients went from being monitored on the cns to showing admit on the screen instead of patient vitals. They stated that this happened without warning and that they were showing the patients correctly earlier and then suddenly 8 of the patients just showed admit instead. Nihon kohden technical support (tech support) walked them through checking the host table, and they confirmed that the devices were on the network. They got the ip address of the org sn: (B)(4). They then went into the monitor setting tab and tried re-monitoring tele 21, and they were successful, but the device still showed as admit. They tried to re-admit the patient and were successful. They then tried re-admitting the 7 other tele packs and were successful. Tech support let them know that, they will need the biomedical engineer (bme) to continue the investigation as to how these devices discharged sporadically. The biomed will need to collect the cns logs for qa to analyze. No patient harm was reported. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver: model: org-9110a, sn: (B)(4). Telemetry transmitter: model: ni, sn: ni.

Event description:
The monitoring techs reported that the central nurse's station (cns) called stating that they noticed that 8 of their telemetry patients went from being monitored on the cns to showing admit on the screen instead of patient vitals. They stated that this happened without warning and that they were showing the patients correctly earlier and then suddenly 8 of the patients just showed admit instead. Nihon kohden technical support (tech support) walked them through checking the host table, and they confirmed that the devices were on the network. They got the ip address of the org sn: (B)(4). They then went into the monitor setting tab and tried re-monitoring tele 21, and they were successful, but the device still showed as admit. They tried to re-admit the patient and were successful. They then tried re-admitting the 7 other tele packs and were successful. Tech support let them know that, they will need the biomedical engineer (bme) to continue the investigation as to how these devices discharged sporadically. The biomed will need to collect the cns logs for qa to analyze. No patient harm was reported.